Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter would display one reading and then flash a second result, and sometimes a third result. It is unclear as to what date the alleged issue began. The customer service representative (csr) noted that the alleged issue began on "(B)(6)2010 7am". At an unclear date/time after the alleged issue began, the patient claimed that she developed symptoms of a headache, weakness, and dizziness. The csr noted that the patient developed symptoms at "5- 10am". At "12/02/10 9 am," the csr noted that the patient was treated with glucose tablets/glucose gel from a health care professional (hcp) due to the alleged issue. The treatment was administered in an urgent care/clinic. At '(B)(6)2010 9am - 9:40am," the patient's blood glucose was reportedly tested on a doctor's/clinic's meter and a result of "140 mg/dl" was obtained. It is unclear if the patient's blood glucose was tested before, during, or after the treatment was administered. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actual date the alleged issue began, what actual time the reported result was obtained, what actual date/time the symptoms developed, and what actual time the treatment was administered. In addition, it would have been helpful to know if the patient was able to test her blood glucose with the reported meter during the time of concern, what her last blood glucose reading was on the reported meter before she received the treatment, what what date/time the last reading was obtained, and what actions the patient took before she received the medical treatment. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received glucose tablet/gel treatment from a health care professional because of the alleged issue.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The reading the customer reported was found in the meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's family member reported the customer was getting "erratic" readings, however, only one reading of 70 mg/dl was reported. The caller stated that on (B)(6) 2010 at 11:00 pm, the caregiver obtained a reading of 70 mg/dl on their freestyel freedom lite meter as the customer was experiencing foaming at the mouth, diaphoresis and chills with subsequent loss of consciousness. The caller further reported the paramedics were called, tested his blood sugar ( the reading is unknown) and treated customer with an intravenous infusion of unknown type to bring his blood sugar back up. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.